Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that after a cori assisted tka surgery and while testing a new real intelligence robotic drill, it would not lock in a burr. Also, the real intelligence cori had a critical error and an internal error, and a system fault communication failure appeared on the screen. Since this happened after procedure, there was not patient involved.

Manufacturer narrative:
Section h10: the real intelligence cori used for treatment was not returned to the designated complaint unit for evaluation. The real intelligence cori log files and/or case files were not provided to the designated complaint unit for evaluation therefore an assessment of the log files and/or case files could not be performed. However, pictures of the screen with the critical error, internal error, and system fault communication failure error were confirmed. The drill used in this case was returned. The functional evaluation found that the nosepiece of the drill was stuck on the o-ring, preventing the nosepiece from moving forward. Because the nosepiece could not move forward, the bur could not be inserted. The most likely cause of the system fault communication failure error and the subsequent internal error is a result of the drill¿s inability to move the nosepiece forward to insert the bur. The user does not say when the critical error occurred, but the most likely cause of the critical error is likely related to the functional issue of the drill. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: case-(B)(4).